Event description:
The tech alleged that the head hilow will drift down slowly. No injury reported.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.